Manufacturer narrative:
Additional information in b5. Correction to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional informaiton was received. It was reported that the manufacturing representative (rep) discovered this while connecting/te sting the system with the hospital¿s new operating room (or) monitors via hdmi cord. Upon booting up the system, the rep noticed the battery symbol in the lower left corner of the screen.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: 1717, product ID: 9735787, serial/lot #: 17180400, ubd: , UDI#: h6: multiple annex g codes were coded for this event. G02002 was coded for product ID: 9735773, serial/lot #: 1717. G02027 was coded for product ID: 9735787, serial/lot #: 17180400 multiple annex a codes were coded for this event. A0708 was coded for the ups and battery needing to be replaced. A1102 was coded for the battery charge error. H3, h6: the system was serviced in the field and the battery was replaced. B01, c02, and d02 are applicable. Product 9735773, lot number: 1717 was received by the manufacturer for analysis. Battery was tested with a known good ups for a 24hr period. The ups powered down immediately when unplugged from ac power. Battery was found to have low voltage(11.79v) and dead cells. B01, c02, and d02 are applicable. Product 9735787, lot number: 17180400 was received by the manufacturer for analysis. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart was showing a battery charge error. A self test was performed and the uninterruptible power supply (ups) and battery needed to be replaced. There was no patient involvement.